Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a fungal rash under her left breast down to her abdomen. The rash was draining. There is no indication that the patient sought medical attention. Multiple attempts to follow up with the patient were unsuccessful. The medical outcome of the irritation is unknown.